Event description:
The facility's pharmacist reported to baxter (B)(4) that a vented paclitaxel set had leaked from the chamber area. This occurred during infusion. There was a patient involved, patient injury or medical intervention in association with this event. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number.the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation summary: the customer reported condition a vented paclitaxel set had leaked from the chamber area wasn't confirmed during sample evaluation. One actual defective sample was available at the plant for evaluation. No defects were observed during visual infection. Gravity test and under water test at 0.56bar were performed on the returned sample. There was no defect observed during these tests. The sample was working within specification. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.